Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2010-00303. The same pt is represented in each medwatch.

Event description:
It was reported that on (B)(6) 2009, while the surgeon was closing the tissue layers, the tip of the needle broke off and the tip was recovered.